Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28oct2020.

Event description:
The customer reported knob ring is not working. There was no patient involvement or user harm reported.

Manufacturer narrative:
G4: 06jan2021. B4: 07jan2021. The customer reported a (nav) navigation ring not responsive. The customer confirmed they were unable to adjust setting. The field service engineer (fse) replaced the front bezel to resolve the issue. The device passed all testing and returned to full functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:18feb2021. B4:22feb2021. H11:g5:k102985. H10: the front panel was returned to the manufacturer for failure investigation (fi) analysis. It was determined that liquid ingress due to the variability of the assembly process caused the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.